Event description:
A customer reported an altitude alarm with their pump, which was not resolved by reconnecting the current cartridge. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to remove obstructions from the speaker holes and clean them, then instructed to load a new cartridge, which led to a recurrence of the alarm. Technical support advised waiting two hours for moisture to evaporate and planned a follow-up.